Event description:
During a testing procedure, it was reported that the customer's device could not detect a connection through its therapy connector assembly. Without this connection functioning, the device would not have the ability to deliver defibrillation energy if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.